Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up; the patient was noted to have chest pain. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming modifications were performed. The patient¿s condition was stable.